Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a corneal burn occured after moving the cortex, upon the first sculpting during cataract procedure. As a result of the event, the pt experienced wound leak, which required three sutures to close the wound and placement of a rigid gas permeable contact lens. The pt also experienced post-op irregular astigmatism. As indicated in the questionnaire, the surgeon believed that possible contributing factors for the reported event were the occlusion of the phaco handpiece, the system, and no more ozil at the moment of the event. The surgeon also noted that the occlusion bell was emitted during surgery. The handpiece required to be removed twice from the eye and exchanged twice, the phaco-tip was changed twice, and the cassette was reprimed also twice during cataract procedure. Additional info has been requested but not received to date.